Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted; therefore, not explanted. Initial reporter first name: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke upon partial insertion of an intraocular lens (iol) into the left eye of a patient. It was noted that the lens was not stuck in the cartridge. Surgery was completed with a non-johnson & johnson replacement lens. There were no surgical and/or medical interventions required. It was confirmed that the patient outcome was good and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: additional information received when the device was returned provided the first name of the initial reporter/surgeon; therefore, the following field was updated accordingly: section e1: initial reporter first name: kevin section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 26, 2021 section d9: returned to manufacturer: yes device evaluation: the device was returned for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during implanting. A detached and damaged haptic could be observed. The lens was cleaned, and a red speck on the optic body could also be observed. The complaint issue haptic damaged could be confirmed; however, based on the fact that the lens was handle during insertion this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. The complaint issue of delivery issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.